Manufacturer narrative:
Additional information :correction : update from "a rubber stopper of a vial-mate adapter cored into the bag" to "a vial rubber stopper cored into the bag during use of a vial-mate adapter". Lot manufactured between november 28, 2018 to december 9, 2018. The actual sample and photographs were received for evaluation. A visual inspection of the photograph revealed particulate in the vial. A visual inspection of the actual sample identified the device in the activated position attached to a vial and solution bag. Particulate matter was observed in the attached vial and was observed to be stopper material. A functional test was performed on the actual device with no issues noted. The reported condition was verified. The cause of the condition was due to user error. The instruction for use provided with the device indicates to push the blue port adaptor assembly into the white vial gripper until the flange collar meets the white vial gripper. The user is also instructed to not pull the blue port adaptor back out of the white vial gripper after reconstitution. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a rubber stopper of a vial-mate adapter cored into the bag. This was identified during setup and preparation. There was no patient involvement. No additional information is available.